Event description:
The gantry contacted the pt unintentionally. The operator was using the auto setup to move the gantry. There was error on behalf of the operator, who was not watching the pt. The customer believes that it should not have been possible to auto-move the gantry in this situation. The gantry motion was stopped by a 'velocity check error' which caused an interlock. The pt was assessed by the customer's nurses and doctor and did not suffer an injury, but the machine was pressed into him enough to leave marks on his skin.

Manufacturer narrative:
Using the description of the steps taken by the radiation therapist (rt) that was provided by the customer, the use case for the installed version of the software was analyzed. Labeling (ctb-625c) was also reviewed. Varian investigation has determined that there were targets 'left over' from a previous remote auto-goto on the f2 position screen. The rt did not clear the previous targets, or mode-up a new treatment. If the rt had sent a new treatment from 4ditc, the new targets would not have been accepted unless an rv mode-up was performed. The rt erroneously drove to the previous gantry targets without watching the in-room closed-circuit tv monitor. There was no malfunction of the varian device. The customer referenced ctb-625c as a reason they believed the gantry should not be allowed to move with the 5 degree limit they had set on couch rotations. However, ctb-625c indicates that although the couch would not be able to move with the on-board imager (obi) arms retracted, the gantry would still be able to move. Review by varian medical advisor indicates that there was no serious injury to the pt. Varian has determined that an MDR is appropriate, as this situation, should it recur, could potentially result in serious injury. No add'l f/u to this MDR is expected. Varian ref: (B)(4).